Manufacturer narrative:
Section h4: corrected data. Manufacturer¿s investigation conclusion a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped to the customer on (B)(6) 2018. The heartmate ii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document as well as how to respond in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event started on (B)(6) 2018, and the patient also received packed red blood cells on (B)(6) 2018 and (B)(6) 2018.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a bleed. Esophagogastroduodenoscopy (egd) on (B)(6) 2018 showed mild erosive gastritis and a few scattered non bleeding gastric arteriovenous malformation (avm) and esophageal achalasia. Patient was given packed red blood cells (prbc) on (B)(6) 2018. It was reported that the event resolved on (B)(6) 2018.